Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Customers blood glucose was over 400 mg/dl to "high". Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin and was discharged 3 days later with the issue resolved and no permanent damage; event date is approximate. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.